Manufacturer narrative:
Philips service replaced the system interface circuit board (sib board) and back panel, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to start due to defective sib board and back panel on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.